Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient was diagnosed with unstable angina along with myocardial infarction (mi). Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in the proximal left circumflex (lcx) artery with 99% stenosis and was 12mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.25x20mm promus element¿ plus drug-eluting stent. Following post dilatation, residual stenosis was 20%. Three days after, the patient was discharged on aspirin and ticagrelor. In (B)(6) the patient expired. The cause of death was unknown.

Manufacturer narrative:
Describe event or problem, patient codes and device codes updated. (B)(4).

Event description:
It was further reported that adjudication indicates stent thrombosis.